Manufacturer narrative:
Update to annex codes b, c, d. Update to h3.

Manufacturer narrative:
Per caller- nebulizer turns on but the item is not producing any steam. All the attachments are correct but no steam is coming out of the machine. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per caller- nebulizer turns on but the item is not producing any steam. All the attachments are correct but no steam is coming out of the machine.